Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-may-2021. The most recent information was received on 17-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('excruciating lumbar pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("haemorrhage for 6 months"), headache ("headache"), pains in legs ("pain in the legs"), depression ("depressed"), pain in extremity ("pain in the arms"), nasopharyngitis ("cold") and chills ("chills"), 1 month 3 days after insertion of essure. In 2019, the patient experienced back pain (seriousness criteria medically significant and intervention required), sciatica ("cruralgia"), interspinous osteoarthritis ("interspinous osteoarthritis with hypertrophy") and hypertrophy ("interspinous osteoarthritis with hypertrophy"). In 2021, the patient experienced fatigue ("very exhausted/ fatigued"). The patient was treated with cortisone, morphine and surgery (subtotal hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, genital haemorrhage, headache, pains in legs, depression, pain in extremity, nasopharyngitis, chills, sciatica, interspinous osteoarthritis, hypertrophy and fatigue outcome was unknown. The reporter considered back pain, chills, depression, fatigue, genital haemorrhage, headache, hypertrophy, interspinous osteoarthritis, nasopharyngitis, pains in legs, sciatica and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('excruciating lumbar pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("haemorrhage for 6 months"), headache ("headache"), pains in legs ("pain in the legs"), depression ("depressed"), pain in extremity ("pain in the arms"), nasopharyngitis ("cold") and chills ("chills"), 1 month 3 days after insertion of essure. In 2019, the patient experienced back pain (seriousness criteria medically significant and intervention required), sciatica ("cruralgia"), interspinous osteoarthritis ("interspinous osteoarthritis with hypertrophy") and hypertrophy ("interspinous osteoarthritis with hypertrophy"). In 2021, the patient experienced fatigue ("very exhausted/ fatigued"). The patient was treated with cortisone, morphine and surgery (subtotal hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, genital haemorrhage, headache, pains in legs, depression, pain in extremity, nasopharyngitis, chills, sciatica, interspinous osteoarthritis, hypertrophy and fatigue outcome was unknown. The reporter considered back pain, chills, depression, fatigue, genital haemorrhage, headache, hypertrophy, interspinous osteoarthritis, nasopharyngitis, pains in legs, sciatica and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.